Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family reported that the patient had died and were inquiring if the implantable pulse generator (ipg) had anything to do with the patient's death. The caller also mentioned a possibility that the patient had been struck by lightening at some point.